Manufacturer narrative:
Additional information: b5 - clarification of duplicates, and leading materials confirmed. H3 - evaluation. H6 - codes updated. Investigation results: in the incoming condition the provided/complained tibial components as well as the femoral components show nearly no bone cement residues adhesive on the intended areas. Only one femoral component shows a firmly fixed cement fragment on the intended area/coated surface. These bone cement residues show bone anchorage (cement interlock into the bone trabeculae). There are no further visible material/coating defects on the provided femoral and tibial components. The gliding surface of the meniscal components show visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and preventive measures: there are no hints for a material problem. According to the quality standard and device history files a material defect and production error was not found. The provided x-ray figures give no clear hints regarding the root cause for the implant loosening. There are several root causes for an implant loosening. Without further detailed information regarding the individual patient situation and/or surgical techniques in this case, a clear conclusion cannot be drawn. Based upon the investigation results, a CAPA is not necessary.

Event description:
Update: the associated medwatch reports, listed below, contain all information pertaining to this patient. Complaints 400603495 (9610612-2023-00148) and 400603496 (9610612-2023-00158) were determined to be duplicates. Involved components: nx110 - vega ps gliding surface t1/1+ 10mm - lot 52414834. Nx110 - vega ps gliding surface t1/1+ 10mm - lot 52427882. Nn261z - as tibial obturator d12mm - lot 52405534. Nn261z - as tibial obturator d12mm - lot unknown. Associated medwatch reports: (B)(4) (9610612-2023-00115) nx007z. (B)(4) (9610612-2023-00116) nx027z. (B)(4) (9610612-2023-00210) nx051z. (B)(4) (9610612-2023-00211) nx051z.

Manufacturer narrative:
Additional information: b5 - involved component added, d9 - product return date, d10 - involved component added.

Event description:
Update: added one involved component. Involved components: nx110 - vega ps gliding surface t1/1+ 10mm - lot 52414834. Nx110 - vega ps gliding surface t1/1+ 10mm - lot 52427882. Nn261z - as tibial obturator d12mm - lot 52405534. Nn261z - as tibial obturator d12mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx027z - as vega ps femoral comp.cemented f3n r. According to the complaint description, the patient had a bilateral total knee replacement. According to an aseptic loosening a bilateral revision surgery was necessary. At the revison surgery there was found cement at the anterior and lateral on the left implant. The surgeon suspected that the coating surface was obstruct the cement reaction to bond with the implants and caused the loosening. A revision surgery was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4) (400600728). Associated medwatch-reports: 9610612-2023-00115 (400600726 - nx007z). Involved components: nx110 - vega ps gliding surface t1/1+ 10mm - lot 52414834; nx110 - vega ps gliding surface t1/1+ 10mm - lot 52427882; nn261z - as tibial obturator d12mm - lot 52405534.